Event description:
Prior to an implant attempt of the subject device, the physician noted that the internal circuits seemed/felt detached from the can. Therefore, the device was not implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.